Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer multiple follow-up calls to find out if customer's condition improved and to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). At the time of the call, the customer reported symptoms of frequent thirst, urination and blurry vision. Customer stated that she had already contacted her doctor and had left a message. Customer stated that her expected fasting blood glucose test result is 150 mg/dl and below. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/19/2021 and test strips were opened in 2019 (expired). Customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Sections with additional information as of 08-mar-2021: h6: updated FDA's type of investigation, investigation findings and conclusion codes . H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause - mlc-006 use/storage-use of expired prod/passed expiration date.